Manufacturer narrative:
Concomitant medical products: product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 3708640, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. No analysis performed. Device returned with. Meets risk based analysis criteria. Information indicated that the patient was implanted for dystonia and movement disorders. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient device was explanted due to infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.